Event description:
The customer reported to olympus, during preparation for use for a lap chole procedure, the camera of the visera elite ii video system center was not working. It was noted, field service engineer checked the machine and found the touch panel display intermittently blacking out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found scratches on the top cover and front panel, as well as corrosion on the rear panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (touch panel display is intermittent) was due to a faulty receptacle unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.